Manufacturer narrative:
The welch allyn diagnostic cardiology suite is a prescription device intended for use by physicians, other licensed health care practitioners, and trained personnel who are acting on the orders of a physician. Welch allyn diagnostic cardiology suite is intended for use in medical clinics, physician offices and hospital settings to acquire, analyze, display, transmit and print certain physiological signals identified below and provide the data for consideration by a physician. Welch allyn diagnostic cardiology suite utilizes a software platform to support 12-lead diagnostic resting ECG and diagnostic spirometry applications and is designed to operate within the inherent capabilities of an off-the-shelf laptop or pc windows operating system. Welch allyn diagnostic cardiology suite also provides functions related to patient data management including communication with electronic medical records systems. Welch allyn diagnostic cardiology suite resting ecgs are intended to be taken with the patient in the supine position and offer veritas¿ resting ECG algorithm to generate measurements and advisory statements for review and interpretation by the physician. Welch allyn diagnostic cardiology suite is not intended to be used as a physiological vital signs monitor, not intended to be used in a mobile medical environment (e.g. Ambulance, helicopter), in magnetic resonance (mr) environments, in operating theaters, nor in conjunction with high frequency surgical equipment. Indications for welch allyn diagnostic cardiology suite resting ECG range from routine screening of cardiac health in the physician office environment to directed diagnostic differentiation in a hospital cardiology department. Welch allyn diagnostic cardiology suite ECG is indicated for patients of all ages. During remote troubleshooting by technical services, it was determined that the problem was due to a software coding issue. The technician was able to remotely correct the two exams. Although there was no patient harm reported in this case, an incorrect association of ECG records with wrong patient charts could lead to misdiagnosis and/or mistreatment which could ultimately lead to patient harm, therefore, hillrom considers this complaint reportable.

Event description:
The customer reported that they took two exams at the same time, and when they transmitted them, only one went through with the readings from the other. This incident was captured under hillrom complaint ref #:(B)(4).